Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device downstream occlusion (dso) seal was damaged. Status of the product at the time of event was during testing. There was no patient involvement.

Manufacturer narrative:
One device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed as the pump failed the downstream occlusion test and the air detector was damaged. The downstream occlusion sensor was replaced, and the device was able to pass all testing criteria.